Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small left apical pneumothorax was observed one day post-system implant. The patient did not have any symptoms, no action was taken and the pneumothorax was noted to have disappeared five days later. The right ventricular (rv) and left ventricular (lv) leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.